Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - incomplete connection. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding end therapy assistance, which occurred on the homechoice (hc) during use, during dwell 2. The caregiver (cg) requested assistance to end therapy so she could start over with new supplies. The baxter technical service representative (tsr) assisted as requested and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the home patient (hp) on (B)(6) 2012, regarding therapy assistance. The hp stated that it must have been a connection problem because of something he did. Hp was unable to explain the situation any further. Hp stated that the set was probably contaminated and that he did not reconnect. Hp finished therapy with all new supplies. There have been no other issues with therapy and there was no patient injury or medical intervention reported.